Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 500 mg/dl, which was treated with a manual injection. The customer stated that she had received a no delivery alarm the night prior, resolved it with a rewind and prime, but then it recurred. She stated that she changed the infusion set, reservoir and insulin thereafter, but the insulin pump alarmed no delivery again shortly thereafter. Upon troubleshooting, it was found that the insulin pump was working as designed and had alarmed due to an infusion set or reservoir occlusion. Nothing further reported.